Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. Guidant received additional information that model#h170 was inadvertently placed on the sterile table. This ICD was not implanted. There were no allegations against this device. Later, the device was retrieved from archive for further investigation.